Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 750 mg/dl. Later, the territory manage called to report that he visited the customer, and conducted testing on the insulin pump. He stated that the insulin pump was downloaded, and everything seemed normal. The insulin pump also passed the self test. He stated that the customer needs more education on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.